Event description:
It was reported that during a ptca procedure to treat a lesion in the lmt, when angiography was performed, a stenosis was also found at the lad, so another guide wire was advanced to the lad while leaving the balloon catheter and previous guide wire in the guiding catheter. However, strong resistance was encountered during the removal of the balloon catheter. The balloon catheter was pulled to the introducer sheath very slowly, but could not be removed. Force was used to pull the balloon catheter, then the shaft separated 25 cm proximal to the tip. The separated shaft portion remained in the guiding catheter, so the devices were removed as a single unit. The separated shaft was successfully retrieved. Reportedly, there was no pt injury. Upon further review of the returned product evaluation, the product was separated at the guide wire exit notch. This malfunction MDR is being reported based on the location of the separation.